Manufacturer narrative:
H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd alaris¿ pump module smartsite¿ infusion set tubing was found blocked after the priming process. The following information was provided by the initial reporter: "one of our nurses was trying to use the pump tubing to administer medication to a pt. The pump tubing was primed correctly but something caused an unknown/unseen blockage in the tubing."

Manufacturer narrative:
Investigation summary one sample model 2420-0007, lot 23035033 was returned for investigation. The set was examined for defects and abnormalities. Excess solvent was observed at the tubing adapter. A quality notification was sent to the manufacturer. From the manufacturing investigation, based on the investigation carried out through the qn (B)(4) it was determined as potential root causes: - potential improperly insertion of the tubing in the solvent dispenser hrs and double application of solvent. - excess of solvent into the sponge chamber of the solvent dispenser hrs. The following actions were implemented through qn (B)(4) to address the reported failure modes: - fix of levels of solvent in the hrs dispensers. Completed on april 27th ,2023. - quality alert about improperly insertion of tubing insolvent dispenser. (Completed on may 6th, 2023) - there were added instructions in the procedure to verify the level of solvent in hrs solvent dispensers, which was released on june 13th, 2023. A device history record review for model 2420-0007 lot number 23035033 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
It was reported that the bd alaris¿ pump module smartsite¿ infusion set tubing was found blocked after the priming process. The following information was provided by the initial reporter: "one of our nurses was trying to use the pump tubing to administer medication to a pt. The pump tubing was primed correctly but something caused an unknown/unseen blockage in the tubing."